Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient was hospitalized on (B)(6) 2026 due to an adhesive issue leading to hyperglycaemia, symptoms included muscle stiffness. The blood glucose was 270 mg/dl with elevated potassium at the time of the event; the patient was treated with a bolus. The patient replaced the infusion set and resumed insulin delivery successfully. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.